Event description:
During robotic procedure one of the tips of a da vinci fenestrated bipolar forcep broke off while in use. Instrument was immediately removed and surgeon was able to retrieve the broken piece with no harm to the patient. Inspection at start of case had indicated no issues with the instrument and it was noted that it still had 12 out of 14 lives left on the device.